Event description:
Journal article titled "ca9 expression in breast implant-associated anaplastic large cell lymphoma presenting in a lymph node" reported right side "bia-alcl" and "right axillary lymph nodes up to 5.4 cm in size" . Histopathological markers cd30+ and alk- have been received. The device has been explanted.

Manufacturer narrative:
Article citation: oishi, naoki, and andrew l. Feldman. Ca9 expression in breast implant-associated anaplastic large cell lymphoma presenting in a lymph node, 2022, https://doi.org/10.1111/his.14666. (B)(4). The events of "lymphoma-alcl and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, lymphadenopathy.